Event description:
It was reported that the patient was experiencing discomfort at the site of the ipg. It was noted that the patient lost a significant amount of weight. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.